Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Although the type of ablation performed was not specified, cardiac arrhythmia is listed as an adverse event that may be associated with the use of the hmii lvas. A direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported that the patient underwent an ablation procedure. The type of ablation was not specified. The submitted log file captured data from (B)(6) 2021 to (B)(6) 2021. A low flow event was captured as the fixed speed was manually decreased. Of note, the fixed speed was temporarily set below the low speed limit. According to the account, this occurred during the ablation procedure. The pump appeared to function as intended. Multiple attempts were made to obtain additional information regarding the observed events; however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) no further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low flow and a low speed advisory on (B)(6) 2021 during an ablation for arrhythmia. The low speed advisories occurred at 2:11 pm and 2:15 pm. Both of these events appeared to be the result of manual pump speed changes during the ablation procedure. Review of the patient's log files also revealed a few unsustained power and flow elevations on (B)(6) 2021. There were no other unusual events noted in the log files. The mechanical circulatory support (mcs) equipment was operating as intended.